Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the battery gauge was observed to be fluctuating and the customer also reported that the battery was unable to charge. The customer provided a blood glucose (bg) of 231 mg/dl. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information was provided.